Manufacturer narrative:
The following fields were updated accordingly: section a2: date of birth : (B)(6) 1950 section d9: device available for evaluation? Yes section d9: date returned to manufacturer: march 12, 2026. Section e1: title (e.g., mr., ms.): dr. Section e1: first/given name: erich section e1: last name: groos section e2: health professional?: yes section e2: occupation: physician section h3: device evaluated by manufacturer: yes device evaluation: visual inspection of the complaint device reveal that the lens was received cut in half and coated in an unknown liquid. The lens halves were cleaned revealing scratches on one lens half. The physical characteristics of the received lens was confirmed to match that of a zcu300 model lens. The complaint issues were not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specification. No product deficiency or product malfunction could be identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the non-preloaded toric monofocal intraocular lens (iol) was exchanged for an unknown reason. No further information was provided.

Manufacturer narrative:
. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, to date, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.